Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a twist in the outflow graft could not be confirmed based on the provided information. A specific cause for this event could not be conclusively determined through this evaluation. The patient remained ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), until undergoing a pump exchange on (B)(6) 2023 (refer to MFR# 2916596-2023-05837). The device was not returned for evaluation as of (B)(6) 2023. The heartmate 3 lvas instructions for use (IFU) is currently available. Section 5 of the IFU, "surgical procedures", contains information on "preparing the sealed outflow graft" and explains that prior to implantation, the bend relief should be disengaged from the graft for the de-airing procedure. Section 5 also contains a sub-section on "attaching the sealed outflow graft to the aorta", which instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length. This section also instructs the user to verify that the outflow graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Additionally, this section cautions the user: "do not rotate/twist the sealed graft. Check the alignment of the black line on the graft to verify that the sealed graft is not twisted or kinked." This section also explains how to attach the bend relief once the vent needle has been removed from the sealed outflow graft and leaks have been ruled out. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had and outflow graft revision in 2020. The patient had a twist in the outflow. The patient had the twist ¿fixed¿ and a clip was placed. That revision was done at (B)(6) medical center.